Event description:
It was reported that the lid was difficult to close on the bd¿ nestable sharps collector. This event occurred 8 times. The following information was provided by the initial reporter, translated from (B)(6): the lid is shut but is not remaining shut and soon becomes open.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the lid was difficult to close on the bd¿ nestable sharps collector. This event occurred 8 times. The following information was provided by the initial reporter, translated from japanese: the lid is shut but is not remaining shut and soon becomes open.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received under this complaint. Additional attempt to get more information was made, however, the customer confirmed that no additional information was available. According to the DHR review process, the result showed there were no issues reported like lid will not shut issue during the manufacturing process of the lot numbers reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid will not shut issue for the same part number throughout the last twelve months. We have previously received a video as evidence from another customer complaint from the same region. According with this investigation there is not enough information provided from customer like pictures or samples to determine the root cause of this issue.